Event description:
Additional information received from healthcare professional: capsular contracture's baker grade is IV and device will not be returned for evaluation.

Manufacturer narrative:
The event of capsular contracture is a physiological complaint and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to section d: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "capsular contracture," baker grade unknown. The device was removed and replaced. This medwatch represents the left side. See MFR 9617229-2017-00975 for the right side.